Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is needed, thus referenced codes. Terumo plans on submitting f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to trumo cardiovascular that during cardiopulmonary bypass surgery, lines at both end of the shunt sensor leaked. The product was not changed out, and surgery completed successfully. There was less than 35ccs blood loss; however, there was no harm to the pt.